Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. As a result, the clip could not be properly loaded on the grips. The functional clip test was not performed due to the clip grip damage. Additionally, the instrument was found to have a frayed grip cable at the distal end. Isi followed up with the customer and obtained additional information. The reporter was unsure which case the complaint was referring to and recalled that the surgeon reported about a bent clip applier previously.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not locking the clip in place. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.